Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said when beginning branch ligation, the black part of the harvesting tool right above the jaw appeared thicker and bumpy. They ligated one branch and noticed it was beginning to shear. They had to complete the case leaving the jaws out and not retracting them into the cannula for fear the harvesting tool would shear off in the patient. No patient effects reported or that anything fell into the patient.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. H6 correction: device not returned changed to device discarded. Internal complaint number: (B)(4). H3 other text : the device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said when beginning branch ligation, the black part of the harvesting tool right above the jaw appeared thicker and bumpy. They ligated one branch and noticed it was beginning to shear. They had to complete the case leaving the jaws out and not retracting them into the cannula for fear the harvesting tool would shear off in the patient. No patient effects reported or that anything fell into the patient.